Event description:
Additional information was received that right ventricle (rv) lead insulation damage is alleged but was unable to be confirmed.

Event description:
During a remote follow-up, episodes of noise resulting in oversensing and varying pacing impedance was reported on the right ventricle (rv) lead. No intervention has been performed at this time. The patient was stable.